Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a low blood glucose of 26 mg/dl. Customer stated that her blood glucose was 228 mg/dl and then it dropped to 34 mg/dl. Customer's programming was changed by her health care professional and she started having issues. Customer stated that the amount of insulin being used during the basal was dropped. Customer's current blood glucose was 189 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for (B)(6) 2015. Customer was advised to disconnect from the set and rewind the pump. Customer stated that the reservoir was manipulated while connected. Pump passed the displacement test and the cannula was not bent. Customer stated that she has not had any lifestyle changes. Customer was advised to monitor the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.